Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001is being used to capture the reportable event of abscess. Patient code e1901 is being used to capture the reportable event of bacterial infection. Patient code e230101 is being used to capture the reportable event of fever. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar injection was performed normally. In addition, the patient received fiducial markers on the same day. The radiation treatment was started. However, the radiation oncologist encountered difficulties aligning the prostate within the dosing margins, prompting a computerized tomography (CT) scan that revealed a fluid collection around the spaceoar, displacing the prostate. During treatment, the patient's anatomy changed significantly on cone beam CT (cbct) by fraction 2. By fraction 3, a CT scan revealed a fluid collection, leading to the suspension of radiation treatment. The patient was referred to interventional radiology (ir) to drain the fluid and conduct a culture, which tested positive for staphylococcus aureus. Oral antibiotics were prescribed, and radiation treatment resumed, although the patient continued to experience a low-grade fever. A drainage was conducted, however; due to concerns about fluid reaccumulation, an additional diagnostic CT scan was ordered.